Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the reservoir had air bubbles. The customer's blood glucose was over 200 mg/dl at the time of incident. The customer's father stated that they did rewind the insulin pump with a reservoir in place once. The customer's father stated that the insulin was stored at room temperature. The customer's father was advised to change the infusion set. The customer's father stated that the air bubbles persisted after infusion set change. The reservoir will not be returned for analysis.